Event description:
It was reported that the charger for an ilet system was not charging, and a replacement charger was arranged for shipment. Investigation of this case revealed a suspected malfunction of the external charger consistent with an accessory failure, with no device alarms and no user harm reported. No clinical symptoms reported during the event. Outcomes included no impact on health or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction of unknown root cause.